Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that a patient was explanted due to discomfort at the ipg site. The patient is reportedly well following the procedure.